Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause of the broken saw head was determined to be due to product design, construction/design false defective, the cause of the broken housing was due to improper handling and the trigger stuck and the defective electronic control unit (ecu) was due to normal wear. The broken saw head issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing was broken and cracked on the battery oscillator device. It was further determined that the coupling tool side was out of specification. It was further determined that the trigger/slider was blocked, jammed and was moving heavy. It was observed that the control unit was not functioning and was defective. It was further determined that the device failed pretest for general condition, check saw blade coupling, trigger test and check trigger and ecu (electric control unit) function. It was noted in the service order that the device jammed malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.